Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2019, product ID: dtma1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device appeared to have moved downwards, right atrial (ra) and right ventricular (rv) leads dislodged. It was noted the rv lead had no slack remaining. Both leads were repositioned & re-fixated. The device was sutured to the muscle to prevent being pulled again. No patient complications have been reported as a result of this event.